Event description:
Caller states, the pt tested 1.3 inr on the coaguchek system and 3.5 inr on a comparison lab. No action was taken based on device result. No adverse event reported. Requested return of suspect system and replacement was sent.